Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 26.0mmol/l with moderate ketones, abdominal pain, extreme thirst (polydipsia), excess urination (polyuria), nausea, and symptoms of dehydration related to an intermittent power issue on the pump. The reporter indicated that there was no damage to the battery compartment or cap, the cap was secured appropriately at the time of the event, and there was no noted moisture. This report is made based on the allegation that the patient experienced hyperglycemia related to an intermittent power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2016 with the following findings: a review of the pump black box showed no evidence of power events. The pump total daily dose history was found to add up correctly and correctly reflect the user programmed basal rates. There were several manual time and date changes observed in the pump black box. There was no damage found to the battery compartment or returned battery cap. The returned battery cap was able to fully tighten and secure to the pump with no yellow o-ring showing. The pump was exercised for 24 hours without power issues. The battery cap was tested and was found to be within specifications. A pump delivery accuracy test was performed and confirmed that the pump was delivering within specifications. The pump was opened and there was no internal moisture or damage to the power circuit observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).